Event description:
Maude event report mw5036418 volun 05-jun-2014: infected total knee with removal of implants and revision.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: 5515-f-501 triathlon ps fem component, cemented isupa ; 5520b500 triathlon prim cem fxd bplt #5 ee961; 5551-g-320 triathlon asymmetric x3 patella 3a2h ; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was confirmed. Medical records received and evaluation: medical review from a clinical consultant indicated that there is no indication that the infection was related to the design, manufacture, or materials of the device. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot or sterile lot. Conclusions: the reported event involves an infected total knee that required removal of the implants. A microbiology report indicates that the patient has rare staphylococcus. Review of the provided information by a clinician indicates that there is no evidence to suggest that the infection was caused by the reported devices. Review with sterility assurance indicated that the introduction of the reported causative agent of the post-operation infection was not via the medical devices. The exact cause of the infection could not be determined but infection is a known potential hazard of implant surgery. The following device was added to the complaint after the initial medwatch was submitted. Cat. No.: 6192-1-001, simplex p speedset full dose 1 pack, lot code: diu024.

Event description:
Maude event report mw5036418 volun (B)(6) 2014: infected total knee with removal of implants and revision.